Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation visual and functional testing were performed. Visual inspection found damaged enclosure, water tank cover, and line cord. During the functional testing, the water tank was filled, plugged in line cord, attached the heat check and plug in the device. The reported problem was confirmed. The root cause of the reported issue was found to be cracked reservoir cover. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Unique identifier and protocol # are unknown. No information has been provided to date.. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was leaking water. No patient injury was reported.